Event description:
It was reported that arteriotomy closure of common femoral arteries was attempted using starclose se devices after interventional procedures. Reportedly, advancement of the thumb advancer was hard to finish. In some cases force was used to press the thumb advancer all the way down. In some cases hemostasis was achieved with the device and in other cases the starclose se was removed from the patient after using the access ports. In these cases another starclose se was used successfully to close the punction site. There were no adverse patient sequelae. The physicians are reported to be trained and experienced users in the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the devices were discarded at the facility; therefore, a failure analysis of the complaint devices cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.